Manufacturer narrative:
During a review of the advanced system logs: it was found that the guided tool change (gtc) was completed without any system errors. If the user continues to put external force on the arm overcoming the brake force the carriage will continue to insert. The da vinci xi instructions for use states ¿wait for the blinking green led near the sterile adapter. Gently slide the instrument into the surgical field by pressing on the housing until there is resistance and the led¿s turn blue. The instrument is now ready for surgeon control.¿

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the assistant experienced an issue with guided tool exchange on universal surgical manipulator four. The clinical sales representative (csr) stated that the physician¿s assistant (pa) was removing and re-installing the clip applier instrument for the second time and using guided tool change. In the process of advancing the instrument the universal surgical manipulator stopped flashing green and turned to blue. This action allowed the instrument to advance further causing it to pierce the gallbladder. The surgeon was able to complete the procedure and had no further issues. The gallbladder was being removed. The procedure was completed robotically.